Event description:
While attempting to implant a tm-400 device, the instrument disengaged and sheard off a small portion of the device. While inserting a second implant, the instrument's threaded clamping mechanism broke, disengaging it from the device. The device was fully positioned with a second instrument and tamped into place. The portion of th first implant, which sheard off, was removed from the site and the surgery was successfully completed.

Manufacturer narrative:
H.6 - with regards to the device, the interface between the device and instrument cannot be analyzed due to the nature of the event. No other reports of this type have been previously reported, therefore, this being considered an isolated incident. With regards to the instrument, an improvement has already been implemented into the the design of the threaded clamping mechanism.